Event description:
It was reported that this lead was capped due to it was exhibiting impedance issues and loss of capture (loc). A fluoroscopy was performed and it was confirmed that the lead was fractured. A new right atrial (ra) lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that, based on clinically-observed high impedance measurements, this lead may be damaged, possibly due to entrapment in the clavicular area.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this lead was capped due to it was exhibiting impedance issues and loss of capture (loc). A fluoroscopy was performed and it was confirmed that the lead was fractured. A new right atrial (ra) lead was successfully implanted. No additional adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that, based on clinically-observed high impedance measurements, this lead may be damaged, possibly due to entrapment in the clavicular area.

Event description:
It was reported that this lead was capped due to it was exhibiting impedance issues and loss of capture (loc). A fluoroscopy was performed and it was confirmed that the lead was fractured. A new right atrial (ra) lead was successfully implanted. No additional adverse patient effects were reported.